Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements with loss of capture. A lead revision procedure was performed. After the lead had been repositioned the patient's blood pressure dropped. An effusion was discovered on an echocardiogram due to a perforation of the heart wall and a pericardiocentesis was performed. The patient was believed to be in pulseless electrical activity as well as ventricular fibrillation. Cardiopulmonary resuscitation was performed however the patient subsequently expired. It was undetermined if the perforation occurred at the initial implant or during the revision procedure.